Event description:
It was reported the patient with this inflatable penile prosthesis (ipp) experienced infection and the device was explanted. The patient had scheduled a replacement for the device explanted, but the surgeon was not able to create a space for the implant and the case was aborted. There were no further patient complications.